Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, although no backup therapy was currently available, and the customer planned to consult their healthcare provider.